Event description:
It was reported that during the spinal cord stimulation (scs) trial lead testing period, the patient developed an infection where the lead extension exited the skin. The infection consisted of fluid discharge at the site and lasted several days after the early removal of the device due to the infection. The patient was administered antibiotics, and the site was disinfected. The lead extension was not returned as it was discarded by the medical facility. The event resolved, and the patient has fully recovered.

Manufacturer narrative:
Block d.2b; additional applicable product code: qrb